Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned yet.

Event description:
It was reported that the device was placed approximately one year prior to removal. It was stated that x-ray demonstrated catheter kink. The port system and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: MRI powerport isp w/ 8fr s/l groshong catheter was returned for evaluation. The sample was received assembled, with catheter attached to port stem under cath-lock. No visual anomalies were noted and the sample was patent to infusion and aspiration with no leaks observed. Both inner diameter and outer diameter measured within the specified range. During tactile evaluation, creases were felt along the center of the catheter and preferential kinking was observed between the 15cm and 16cm depth markers. Therefore, the investigation is confirmed for the reported catheter kinking. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue, pinch-off and unique patient anatomical features. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the device was placed approximately one year prior to removal. It was stated that x-ray demonstrated catheter kink. The port system and catheter were removed. There was no reported patient injury.